Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, model: 1650de, serial number: (B)(4), expiration date: 2015-06-30, UDI: asku. Device available for evaluation: yes, 2017-12-22. Mfg date: 2014-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model: 1650de, serial number: (B)(4), expiration date: 2015-06-30, UDI :asku. Device available for evaluation: yes, 2017-12-22. Mfg date: 2014-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. A review of the (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Log files covering the event date were not available for analysis. Failure analysis of the returned devices revealed that the batteries (B)(4) passed visual examination and functional testing. Failure analysis of the returned (B)(4) revealed that the device passed visual examination. Functional testing revealed a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a lifted cell weld. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: unknown, UDI (B)(4), mfg date: unknown. (B)(4). Heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: unknown, UDI (B)(4), mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries lose power faster than usual. Charge lasting less than two hours. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the three batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis could not be performed because the available log file does not cover the reported event date. Failure analysis of the returned devices revealed that the batteries (B)(4) passed visual examination and functional testing. The battery (B)(4) revealed an anomaly in cell #3 in the maccor graph. During supplemental testing, a cell pair end tab was found broken on the bottom of cell #3. This condition prevented the battery from charging properly. The reported event was confirmed. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery serial number: (B)(4); method code(s): 10; result code(s): 213; conclusion code(s): 67. Brand name: heartware ventricular assist system ¿ battery serial number: (B)(4); method code(s): 10; result code(s): 213; conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.